Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of a customer notification carried out outside of the united states for deployment difficulties related to t-tube bond failures of the valiant xcelerant delivery system. These devices used as a configuration of parts that was never commercialized in the united states.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure; deployment difficulty.

Event description:
A valiant thoracic stent graft system was attempted to be inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent graft was attempted to be used, however, during deployment, the device was not functioning correctly; rotating the external slider did not deploy the stent graft. The graft cover did move some during the attempted deployment. The delivery system was removed and another valiant stent graft was used to successfully complete the procedure. There was no serious injury to the patient. No clinical sequelae were reported and the patient is fine. Evaluation summary: the external slider was retracted back 76mm and the graft cover was back 9mm. The bare spring stent was over the bottom of the taper tip. The bare spring appears to be slightly flowering. There were multiple kinks on the sheath at 83mm, 65mm and 45mm from edge of the graft cover. The kinks lined up with spacing in-between stents. The front grip handle was loose and came detached when cleaning the device. The tabs on the front grip handle were broken. During evaluation, the quick disconnect was moved back and forth with no movement of the graft cover. The device was disassembled and graft cover was found detached from the t-tube, which indicated a t-tube bond failure. The graft cover did not neck or fail but pulled straight out of the over-mold and was slightly folded over on the end. The t-tube was removed from the delivery system and appeared fairly smooth on the inside. The complaint is confirmed and it was determined the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.